Event description:
Customer stated that the machine activated itself when using the ufp accessory port during a case. Machine was wheeled out of theatre after this happened. No pt harm was reported. It was reported that the force triad operated by itself. The surgical staff was using a vectex disposable scissors instrument with a unipolar cautery instrument, which plugged into an r wolf lead 547/800 which then connected into the ufp port of the machine.

Manufacturer narrative:
(B)(4). A tyco/covidien field service engineer completed an on-site investigation at the medical facility, testing with the instrument used during the incident and was unable to replicate the reported failure. No problems arose during testing and all the results from testing were as expected.